Manufacturer narrative:
Evaluation summary: analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had multiple ventricular tachycardia (vt) episodes which did not receive therapy. All episodes were in the monitor zone. Double counting of wide complex events were noted along with an intermittent drop out. The patient required external rescue and chest compressions. It was also reported that the device was reprogrammed. No further patient complications have been reported as a result of this event.